Event description:
It was reported, event occurred in the operating room of (B)(6) hospital. After implanting the recon nail we proceeded to put in two lag screws proximally into the femoral head through the proximal targeter recon mode both the k-wire and the solid stepdrill missed the proximal holes in the nail. Every step was taken according to the operative technique but they still hit the nail. After 35-45 minutes of struggling the surgeon was able to free hand and the drill through the proximal holes and insert both screws.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.